Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The date of the event is an approximation. The patient was unable to confirm whether this was her second hospitalization and could not provide specific details regarding the date of the incident or the circumstances of her admission. Based on her recollection, her husband found her collapsed on the floor. She was unable to provide the estimated glucose value (egv) from the dexcom app at the time of the event, and it could not be determined whether the egv was high or low. The patient was also unable to report any blood glucose (bg) readings taken during the episode. In one instance, the patient¿s spouse witnessed her fall and was unable to reach her in time to prevent it. He attempted to revive her by shaking her, tapping her face, and applying a sternal rub; however, she remained unresponsive, though still breathing. After some time, her eyes opened, and he began asking her questions to assess her awareness. The patient did not describe her glycemic state at the time, nor was any reversal of a hypo- or hyperglycemic state reported. During this episode, the patient could not recall any specific error messages from her device. She confirmed that she was admitted to the hospital but was unable to provide any details about the hospitalization or her current condition following discharge. No additional information was available or documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).